Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had an alert for atrial arrhythmia burden. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. At this time, this crt-d system remains in service and there was no adverse patient effects reported.